Manufacturer narrative:
Imdrf annex a & g grid:h6 fields are updated this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reconnected ferrite cable into power supply connector for channel error 571.6241. Replaced broken front case, rear case and left iui. Replaced etco2 door for it get stuck. A review of the device history record showed the device had a manufacture date of 10/10/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to loose ferrite cable. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device received an ecom send/receive timeout error. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reconnected ferrite cable into power supply connector for channel error 571.6241. Replaced broken front case, rear case and left iui. Replaced etco2 door for it get stuck. A review of the device history record showed the device had a manufacture date of 10/10/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to loose ferrite cable. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: (B)(4)for iui conn issues

Event description:
The customer reported that the device received an ecom send/receive timeout error. There was no patient involvement.